Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they received reports from some of their clinical teams about foley catheters becoming disconnected from the drainage bag.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample without its original package and without lot number was received for evaluation. The sample was visually inspected, and the reported issue was observed in the sample as the catheter was found already detached from the connector. The manufacturing process was reviewed by the multifunctional team. The process was found to be running according to the product specifications and meeting quality acceptance criteria. The ¿caf¿ machines maintenance (for catheter-adapter assembly) were verified and found with up-to-date corrective and preventive maintenance as schedule. Per the available information for the complaint investigation, no abnormal process conditions that could cause the issue reported were detected in the manufacturing process. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. Cdps were generated to update the catheter assembly location on the sample port from the current manufacturing location, and to update the go/no go fixtures in order to accommodate these according to the location change. We will keep monitoring the process for any adverse trends that require immediate attention.